Manufacturer narrative:
The pump was returned to the manufacturer as an out of box failure. The investigation confirmed the problem of an inappropriate software combination involving application software version 1.6.x and bootstrap version v1.2. The initial cause of this issue involves manufacturing's downgrading of the application software from 1.7.0 to 1.6.x on this newly assembled pump without downgrading the bootstrap version from v1.2 to v1.1. The device history review (DHR) confirmed the reported problem and identified the initial cause.

Event description:
It was reported by field service that the pump had the incorrect version base bootloader installed. No patient was involved.

Event description:
It was reported by field service that the pump had the incorrect version base bootloader installed. No patient was involved.